Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no issue with the device. The field service engineer verified that the machine was functioning without any issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, main drawer was difficult to open. The customer reported that the malfunction caused delay in dispensing of the mediation to the patient. There were no adverse events or injuries reported based on this incident.